Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 36-year-old female patient who had essure (batch no: dl12875-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disorder in july 2017, cirrhosis of liver in july 2017, lumbar disc disease and heavy periods. On (B)(6) 2016,. Concurrent conditions included migraine since 2001, depression and anxiety. Concomitant products included alprazolam from 2009 to 2017, carisoprodol from 2009 to 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2011, hydrocodone since 2009, sertraline hydrochloride (zoloft) from 2009 to 2017 and topiramate since 2001. On (B)(6) 2012, the patient had essure inserted. In october 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder or urinary problems or changes"). In november 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). In december 2016, the patient experienced menorrhagia ("abdominal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and pain in extremity had resolved and the abdominal pain lower, dyspareunia, migraine and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram: in june 2012: total bilateral occlusion. Nuclear magnetic resonance imaging: on (B)(6) 2016: nodular liver texture is demonstrated. Heterogeneous liver enhancement is also suggested. Liver span is 15.5 cm. No discrete mass or biliary dilatation is noted. Right l2 approximately 1 cm lytic focus is suggested. Lumbar disc disease is noted. 1§· x 1.7:x 1.1 cm enhancing right adnexal probably ovarian lesion is noted and possibility of endometriosis she would correlate with dedicated MRI of the pelvis for further evaluation. Lot number report dl12875 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 36-year-old female patient who had essure (batch no. Dl12875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disorder in (B)(6) 2017, cirrhosis of liver in (B)(6) 2017, lumbar disc disease and heavy periods. On (B)(6) 2016, concurrent conditions included migraine since 2001, depression and anxiety. Concomitant products included alprazolam from 2009 to 2017, carisoprodol from 2009 to 2017, ethinylestradiol; norgestimate (ortho tri-cyclen) from 2006 to 2011, hydrocodone since 2009, sertraline hydrochloride (zoloft) from 2009 to 2017 and topiramate since 2001. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced menorrhagia ("abdominal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and pain in extremity had resolved and the abdominal pain lower, dyspareunia, migraine and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2016: nodular liver texture is demonstrated. Heterogeneous liver enhancement is also suggested. Liver span is 15.5 cm. No discrete mass or biliary dilatation is noted. Right l2 approximately 1 cm lytic focus is suggested. Lumbar disc disease is noted. 1§· x 1.7:x 1.1 cm enhancing right adnexal probably ovarian lesion is noted and possibility of endometriosis she would correlate with dedicated MRI of the pelvis for further evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received: new events from pfs added- abnormal bleeding (vaginal), abdominal bleeding (menorrhagia), bladder or urinary problems or changes and thigh pain were added. New concurrent and historical conditions were added. New concomitant drugs were added. New reporters were added. Dob added. New lab data was added. Outcome of previously reported event chronic pelvic pain was updated as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.